Event description:
Complainant alleged that the device prompted a "unit failed" message and displayed a red "x" message. Complainant did not indicate that there was any pt involvement in the reported malfunction.